Manufacturer narrative:
Correction: section b3 event date should have been feb 28, 2024 instead of jun 26, 2024 in the initial report. This correction is reflected in this additional report 3.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing loss of therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of no stimulation was confirmed. As received, microscopic inspection of the returned lead found a kink on the outer tubing and internal wires being broken.